Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient is unable to enter MRI mode due to low impedances on their lead. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
A patient unable to set ipg into MRI mode was reported to abbott. The patient's lead was replaced, and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.